Event description:
It was reported that an ilet insulin pump would not accept a charge despite attempts with multiple outlets, removal of the case, varying device positions, and several inductive chargers, and the device became unresponsive with no charging indicator. Symptoms included no device alarms or clinical effects. Outcomes included replacement of the device and continued glucose monitoring using the cgm application or receiver as applicable. Investigation included review of the reported charging and power behavior and collection of device use information, with arrangements for return of the original unit. Investigation of this device revealed a suspected charging or power subsystem malfunction leading to loss of function consistent with a device power or battery-related issue. It was concluded, based on previously established findings for similar reports, that the cause was likely a device component failure related to charging or power management.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.